Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. Initial visual inspection did not find any damage to the catheter. A colored water filled syringe was used to functionally test the device for the reported occlusion issue. Upon this attempt, leakage was observed just above the silicone disc of the silicone extension. Occlusion of the device could not be confirmed, however, this complaint will be confirmed for damage which resulted in leakage. A definite root cause for the reported issue of occlusion could not be established since the event could not be duplicated per the damage to the returned catheter. Since the damage to the catheter was most likely related to an event within the user environment, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
Argon 26g silicone line, inserted (B)(6) 2023 @ 0700 and removed at 2030 PICC ringing off high pressure, downstream occlusion. Assessed by team and was unable to flush, line found to be occlusion and removed. Cracked noticed above ¿argon¿ logo due to attempt to flush line once removed from patient. Pain, new line inserted.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Argon 26g silicone line, inserted (B)(6) 2023 @ 0700 and removed at 2030, PICC ringing off high pressure, downstream occlusion. Assessed by team and was unable to flush, line found to be occlusion and removed. Cracked noticed above ¿argon¿ logo due to attempt to flush line once removed from patient. Pain, new line inserted.